Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower system door 1 was failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-nov-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 1 was failed and produced a clicking sound. A field service engineer replaced all latches for the single tower doors. After completing the replacement, a hardware test application (hta) test was performed on all doors, confirming proper functionality. The system functioned as intended after the field service engineer repaired the device.